Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure (batch no. He011sk) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), chest discomfort ("breath discomfort"), dry skin ("dry skin"), bronchitis chronic ("chronic bronchitis"), amenorrhoea ("absence of menstruation"), vaginal discharge ("daily abundant vaginal discharges, viscous and ill-smelling"), hypothyroidism ("severe hypothyroidism"), dysuria ("pain during urination"), pollakiuria ("need to urinate more frequently"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), abdominal distension ("swollen abdomen"), dyspepsia ("disturbed digestion and bowel mobility"), bowel movement irregularity ("disturbed digestion and bowel mobility"), fatigue ("very intense fatigue with impossibility doing any activity and difficulty with daily tasks"), migraine ("frequent migraine"), myalgia ("muscle and joint pain, limiting gesture capacity"), arthralgia ("muscle and joint pain, limiting gesture capacity") and dry mouth ("dry mouth"). The patient was treated with surgery (intervention scheduled on (B)(6) 2018 for removal of the tubes and curettage of the uterus). At the time of the report, the menorrhagia, chest discomfort, dry skin, bronchitis chronic, amenorrhoea, vaginal discharge, hypothyroidism, dysuria, pollakiuria, dyspareunia, weight increased, abdominal distension, dyspepsia, bowel movement irregularity, fatigue, migraine, myalgia, arthralgia and dry mouth outcome was unknown. The reporter provided no causality assessment for abdominal distension, amenorrhoea, arthralgia, bowel movement irregularity, bronchitis chronic, chest discomfort, dry mouth, dry skin, dyspareunia, dyspepsia, dysuria, fatigue, hypothyroidism, menorrhagia, migraine, myalgia, pollakiuria, vaginal discharge and weight increased with essure. Diagnostic results: tsh of 107. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-mar-2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1803898) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure (batch no. He011sk) inserted. The occurrence of additional non-serious events is detailed below. On 3-jul-2017, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), chest discomfort ("breath discomfort"), dry skin ("dry skin"), bronchitis chronic ("chronic bronchitis"), amenorrhoea ("absence of menstruation"), vaginal discharge ("daily abundant vaginal discharges, viscous and ill-smelling"), hypothyroidism ("severe hypothyroidism"), dysuria ("pain during urination"), pollakiuria ("need to urinate more frequently"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), abdominal distension ("swollen abdomen"), dyspepsia ("disturbed digestion and bowel mobility"), bowel movement irregularity ("disturbed digestion and bowel mobility"), fatigue ("very intense fatigue with impossiblity doing any activity and difficulty with daily tasks"), migraine ("frequent migraine"), myalgia ("muscle and joint pain, limitating gesture capacity"), arthralgia ("muscle and joint pain, limitating gesture capacity") and dry mouth ("dry mouth"). The patient was treated with surgery (intervention scheduled on (B)(6) 2018 for removal of the tubes and curettage of the uterus). At the time of the report, the menorrhagia, chest discomfort, dry skin, bronchitis chronic, amenorrhoea, vaginal discharge, hypothyroidism, dysuria, pollakiuria, dyspareunia, weight increased, abdominal distension, dyspepsia, bowel movement irregularity, fatigue, migraine, myalgia, arthralgia and dry mouth outcome was unknown. The reporter provided no causality assessment for abdominal distension, amenorrhoea, arthralgia, bowel movement irregularity, bronchitis chronic, chest discomfort, dry mouth, dry skin, dyspareunia, dyspepsia, dysuria, fatigue, hypothyroidism, menorrhagia, migraine, myalgia, pollakiuria, vaginal discharge and weight increased with essure. Diagnostic results: tsh of 107 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on (B)(6) 2018. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure (batch no. He011sk) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), chest discomfort ("breath discomfort"), dry skin ("dry skin"), bronchitis chronic ("chronic bronchitis"), amenorrhoea ("absence of menstruation"), vaginal discharge ("daily abundant vaginal discharges, viscous and ill-smelling"), hypothyroidism ("severe hypothyroidism"), dysuria ("pain during urination"), pollakiuria ("need to urinate more frequently"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), abdominal distension ("swollen abdomen"), dyspepsia ("disturbed digestion and bowel mobility"), bowel movement irregularity ("disturbed digestion and bowel mobility"), fatigue ("very intense fatigue with impossibility doing any activity and difficulty with daily tasks"), migraine ("frequent migraine"), myalgia ("muscle and joint pain, limitating gesture capacity"), arthralgia ("muscle and joint pain, limitating gesture capacity") and dry mouth ("dry mouth"). The patient was treated with surgery (intervention scheduled on (B)(6) 2018 for removal of the tubes and curettage of the uterus). At the time of the report, the menorrhagia, chest discomfort, dry skin, bronchitis chronic, amenorrhoea, vaginal discharge, hypothyroidism, dysuria, pollakiuria, dyspareunia, weight increased, abdominal distension, dyspepsia, bowel movement irregularity, fatigue, migraine, myalgia, arthralgia and dry mouth outcome was unknown. The reporter provided no causality assessment for abdominal distension, amenorrhoea, arthralgia, bowel movement irregularity, bronchitis chronic, chest discomfort, dry mouth, dry skin, dyspareunia, dyspepsia, dysuria, fatigue, hypothyroidism, menorrhagia, migraine, myalgia, pollakiuria, vaginal discharge and weight increased with essure. Diagnostic results: tsh of 107. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-mar-2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 753 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.